Event description:
It was reported that during initial implant, the left ventricular (lv) lead was attempted, but not used as there were unacceptable pacing thresholds and phrenic nerve/diaphragmatic stimulation. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Information later received indicated the lead was left in use at implant.